Event description:
A report was received involving bone void filler granules used to repair a proximal femur fracture. The pt sustained broken hardware secondary to a fibrous nonunion 19 months post-implantation. The pt was taken to surgery on 5/19/96, at which time the hardware was removed and the fibrous nonunion debrided. The implant was also removed. The dr stated that the nonunion was not related to nor exacerbated by the presence of the implant. In addition, the cause of the nonunion was a failure of healing. The dr indicated that the pt's fracture was difficult fracture situation in any case. Following debridement of the site, the defect was plated and filled with femoral head bone graft and graton gel. The pt healed without difficulty.